Manufacturer narrative:
Updated sections: g4,g7,h2,h6,h10. Internal complaint number: (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) misfired and deployed on its own. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) misfired and deployed on its own. A replacement device was used to complete the procedure. The hospital did not report any patient effects.